Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photo was received from the field and appeared to show the bulbous deformity. However, it could not be confirmed as there was no bulging shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that 9f delivery system was used, and there was not any anatomical interference, or angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implantation into a pfo utilizing a 9f amplatzer talisman delivery system. During implant, the right atrial disc showed an unusual bulbous shape. Disc shape could not be restored. The deformed device was never released from the cable and there was no interaction with cardiac structures during deployment. No angulation or kink was observed with the delivery system. A replacement 30-25mm amplatzer talisman pfo occluder was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects or clinically significant delay.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implantation into a pfo utilizing a 9f amplatzer talisman delivery system. During implant, the right atrial disc showed an unusual bulbous shape. Disc shape could not be restored. The deformed device was never released from the cable and there was no interaction with cardiac structures during deployment. No angulation or kink was observed with the delivery system. A replacement 30-25mm amplatzer talisman pfo occluder was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.